Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Physio-control could not confirm or replicate the reported, intermittent malfunction. Physio-control replaced the large keypad because the report indicated it did not respond to key presses while it was powered off. The service rep returned the device to the customer for use. Physio control further evaluated the replaced keypad and no discrepancies were observed.

Event description:
Paramedics responded to a trauma victim. According to the report, after the device was powered up and the patient was diagnosed in bradycardia, it lost power by itself and wouldn't power up by pressing the on button or after removing and replacing the batteries. A backup defibrillator already at the scene was used to monitor the patient for treatment and during transport to the hospital. The reporter stated that no adverse affects to the patient occurred because of the delay in monitoring the patient.